Manufacturer narrative:
Pharmacovigilance comment: the suspect product was reported as an unspecified hyaluronic acid filler; however, we cannot exclude that one of our hyaluronic acid filler products have been used. The serious event of bacterial infection and the non-serious events of erythema, nodule, inflammation, swelling, pain, induration, purulent discharge at implant site were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. Serious criteria include the need for multiple medical interventions. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005. - attachment: [late bacterial infection - literature article.pdf]

Event description:
Case reference number (B)(4) is a literature report received on 04-jun-2019. Netsvyetayeva et al. The impact of lifestyle upon the probability of late bacterial infection after soft-tissue filler augmentation. Infection and drug resistance. 2019:12; 855-863. Netsvyetayeva et al. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance. 2019:12; 469-480. A (B)(6) female patient received treatment with total 3 ml of unspecified ha filler to tear troughs, edges of mandible, forehead, temples, lips and nasolabial folds. On an unknown date, one month later treatment, the patient developed late bacterial infection/biofilm formation with inflammatory swelling, nodules, redness, pain, induration, and the discharge of pus at both tear troughs, both orbital cavities. On an unknown date, the patient received first therapeutic treatment with clarithromycin 500 mg once a day per oral for 14 to 21 days or until the complete resolution of swelling and nodules (whichever was longer), trilac capsules thrice a day via oral route during the antibiotic therapy and for one month after its completion and hyaluronidase 6 to 24 units in each orbital cavity twice a week for 14 to 21 days or until the complete resolution of swelling and nodules (whichever was longer). After recovery of symptoms the patient received ha injection and no biofilm relapsed was observed in the following 2 years after recovery.